Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with returned and retention products of the reported lot. Returned and retention products tested with clinical hcg-negative urine produced negative results at the read time. All results met the qc specification. False positive results were not observed during in-house testing. A review of manufacturing batch records did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that on an unspecified date, the patient was tested on the henry schein hcg urine cassette the day of their scheduled procedure and received a positive result. It is unknown what procedure was scheduled. The urine sample was retested on an alternate rapid assay (brand not provided). No further information was provided.